Event description:
The patient was hospitalized two weeks for pain. Debris of insert was found after incision was made in 2006. Debris was removed and patient had no pain. Several days after patient had pain, revision operation performed in 2006.